Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Although a failure mode was not reported the returned device condition indicated a suture retrieval issue occurred. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the observed returned device condition could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a the right common femoral artery was attempted using a proglide device with a 7f after an interventional procedure. The proglide closure device was advanced into the right femoral artery. During this routine procedure, a metal section of the device, approximately 23cm long, broke off into the artery. Approximately 2cm remains outside of the artery, but not outside of the body. Several attempts were made to snare the remaining section, but this was unsuccessful. Images were obtained to verify that there was no retroperitoneal bleed. Access was then gained in the left femoral artery. A catheter was advanced in order to verify that blood flow had not been compromised, which it had not. At this time, the procedure was concluded. The patient has been sent to surgery and the separated metal section of the device was removed. The patient is stable and was discharged two days after the procedure. An additional proglide device was returned. Return device analysis noted blood in/on deployed device. A scratch was noted on the anterior needle tip and barb. Multiple kinks were noted on the anterior needle. The anterior needle was not engaged. Follow-up with the account stated that no issue was noted with the second returned proglide during the procedure. This proglide was successfully used to treat the left femoral artery. No additional information was provided.